Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The following bwi devices were in use: stockert (s/n unknown), cool flow pump (s/n unknown) manufacturer ref # (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a right-sided idiopathic vt procedure with a thermocool sf catheter suffered a cardiac tamponade. A steam pop was heard. A pericardial effusion and cardiac tamponade were observed as the patient went asystole and displayed no blood pressure. The pericardial effusion and tamponade were confirmed by transthoracic echo. A pericardiocentesis was performed but no fluid could be aspirated, therefore, the patient was sent to the or. In the or, the surgeon confirmed a perforation of the right ventricular outflow tract - (rvot). The perforation was surgically repaired. The patient was reported to be in stable condition. The event required hospitalization and the patient had a good prognosis.